Manufacturer narrative:
The complaint device was discarded at the user facility and is not being returned to mitek for evaluation. Historical investigations of similar failure modes revealed that sparking of an electrode is observed due to melted manifold on the active tip. This melting of the tip is typically seen when the tip is buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. These are contrary to the precautions stated in the IFU and would cause the damage on the tip. However, it cannot be confirmed if the active tip melted in this reported complaint. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints from this lot. The overall complaint rate for this failure mode was reviewed against the risk analysis and found to be within the expected levels. However, a CAPA has been initiated to further investigate this failure mode and determine a root cause. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "on using the devise during a routine sub acromial decompression of the shoulder, mr (B)(6) noticed that the device was "sparking" upon activation of the ablate pedal." No patient consequences reported and the device did not produce any debris in the joint space.

Event description:
Our affiliate is reporting the following to us: ¿on using the devise during a routine sub acromial decompression of the shoulder, (B)(6) noticed that the device was ¿sparking¿ upon activation of the ablate pedal." No patient consequences reported and the device did not produce any debris in the joint space.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device in transit.